Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: two cartridges of hemolock clips from the same lot#73h2000219 contained only broken clips. They were not possible to use.

Event description:
Reported issue: two cartridges of hemolock clips from the same lot#73h2000219 contained only broken clips. They were not possible to use.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73h2000219 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper I nvestigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported.